Event description:
Information received by medtronic indicated that the customer received this alarm was generated when a power failure is detected (pump error 24). Troubleshooting was performed, explained the pump performs safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was monitored for 2 days. No pump error 24 noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Pump error 24 was confirmed in the history files on 04/02/2023 19:44:49.000 and on 04/02/2023 19:54:00.000 was due to moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, cracked case above the lock icon at the battery compartment, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to perform the history review 1 week prior to the event date 02-apr-2023 in the pump history file due to no data available. 03/28/2023 13:04:06.000 alarmalertnotification (40), faultnumber: stuckkeyalarm (61). 04/02/2023 11:01:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/02/2023 11:17:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 04/02/2023 19:44:49.000 alarmalertnotification (40), faultnumber: powerfailurealarm (24). 04/02/2023 19:50:29.000 batteryremoved (55). 04/02/2023 19:50:29.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/02/2023 19:50:36.000 batteryinserted (44). 04/02/2023 19:50:36.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 04/02/2023 19:54:00.000 alarmalertnotification (40), faultnumber: powerfailurealarm (24). 04/02/2023 20:05:50.000 batteryremoved (55). 04/02/2023 20:05:50.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/02/2023 20:16:03.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). 04/02/2023 20:22:20.000 batteryinserted (44). 04/02/2023 20:22:28.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 04/02/2023 20:22:36.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 04/02/2023 20:23:26.000 batteryremoved (55). 04/02/2023 20:23:26.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/02/2023 20:23:35.000 batteryinserted (44). 04/02/2023 20:23:21.000 batteryremoved (55). 04/02/2023 20:23:21.000 alarmalertnotification (40), faultnumber: batteryremoved (84). No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No communication anomaly, calibration anomaly, or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23, failed batt test alarm or battery out limit alarm noted during testing or after battery change. The pump passed the functional test. No pump error 24 noted during testing. However, pump errror 24 was confirmed in the history file. Stuck key alarm not confirmed. Lost sensor alert not confirmed. Pump error 24 was confirmed in the history files. Failed batt test alarm not confirmed. Pump error 23 not confirmed. Battery out limit alarm not confirmed. Pump error 24 was confirmed in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.